Manufacturer narrative:
(B)(4).

Event description:
Procedure: liver resection. According to the reporter: the surgeon fired the device across the portal vein. The stapler was articulated with one click. The stapler functioned fine. The surgeon then fired (B)(4) with the same ultra handle across the hepatic vein with one click of articulation. Stapler fired fine. The surgeon described the tissue being stapled as normal healthy tissue. The surgeon proceeded with the procedure. After the surgeon had broken through the parenchyma and was cutting through the liver, the staple line on the hepatic vein failed. This occurred approx 45-60 minutes after the surgeon had fired the (B)(4) reload across the hepatic vein. Immediately the pt's abdomen filled with blood and a blood transfusion of 6 units was required. The surgeon was able to clamp the hepatic vein and suture closed the defect. The surgeon inspected both staple lines and noted that the failed staple line was "completely disrupted". The surgeon described the staples to be completely disfigured from the classic b shape and were squashed flat and twisted. The staple line across the portal vein was inspected and surgeon was satisfied the staple configuration was normal. No extra intervention was required for the portal vein. The pt was admitted to ICU after procedure. The pt was released from the ICU on (B)(6). The pt was readmitted to ICU approx (B)(6). The pt remains in ICU with multiple organ failure but surgeon said the blood loss may not be the reason for the pt's current admission in the ICU. The sample is not being released to us at this time.